Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose, (bg), was displayed as "high". During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully, clearing high bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.